Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 from 1 patient on a cobas 6000 c501 module. On 30-aug, the first sample's initial crej2 result was 736 umol/l. The result was reported outside of the laboratory. The physician questioned the result and a second sample was collected. The second sample's initial crej2 result was 92 umol/l. On 31-aug, the first sample was repeated and the result was 387 umol/l. The sample was tested at another lab and the result was 385 umol/l. On 22-sep, both samples were repeated. The first sample's second repeat crej2 result was 370 umol/l. The second sample's repeat result was 88 umol/l. The reagent lot is 64726401 and the expiration date is 31-mar-2024.

Manufacturer narrative:
Calibration data from 28-aug-2022 as well as the provided qc data was acceptable. The alarm trace showed that abnormal aspiration alarms occurred frequently between 15-aug and 02-sep-2022. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation found that the cause of the event is consistent with improper pre-analytical sample handling. The investigation did not identify a product problem.